Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture, high undefined impedance and high thresholds. Reprogramming to vvi mode occurred and the ra lead remains in the patient. No patient complications have been reported as a result of this event.